Manufacturer narrative:
One administration set was returned for evaluation. Visual inspection of the device found it to be in good physical condition; a kink was detected on the pump tube however. Device underwent functional testing; the sample received was primed using a hydrostat vessel, and connected to an IV bag and cadd solis pump. The reported customer complaint has not been confirmed, no alarm activated. A review of the manufacturing process shows quality samples 15 units at an interval of two hours, prior to placing product in bag, in order to verify that parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance while no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that during use of this smiths medical cadd administration set, medication could not be infused, and the pump exhibited upstream occlusion alarm with continuous beep. The reporter also noted that the issue persisted even after switching out multiple pumps. No patient consequences were reported. No adverse effects were reported.